Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after implant of the lead, unable to confirm helix retraction or extension while using fluro. The lead was explanted and replaced with another lead "with success." No patient complications were reported as a result of this event.